Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up # 2 MFR report: 3005168196-2024-00147.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red 72 reperfusion catheter (red72). During the procedure, the physician noticed that continuous flush was leaking from the red72. Towards the end of the procedure, the physician noticed that the red72 was leaking from a small hole on the proximal end of the red72, near the hub. It was reported that the procedure was successfully completed using the same red72. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 04/22/2024: 1. Section a. Box 2. Age at time of event 2. Section a. Box 2. Date of birth 3. Section b. Box 5. Describe event or problem 4. Section h. Box 6. Patient code 1, patient code 2 evaluation of the returned red72 confirmed that the catheter leaked near the hub underneath the strain relief. If the proximal end of the red72 is handled at an angle during use, damage such as a kink may occur. This damage may have contributed to the reported leak during the procedure. During evaluation, the red72 was flushed, and a leak was observed underneath the strain relief. Further evaluation revealed additional kinks throughout the catheter shaft. Based on the reported event, this damage was incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, and guidewires. It was noted that the patient had elongated vascular course. During the procedure, the physician noticed that continuous flush was leaking from the red72. The physician noticed that the red72 was leaking from a small hole on the proximal end of the red72, near the hub. It was reported that the procedure was successfully completed using the same red72. A computed tomography (CT) scan was performed after the procedure which detected a minor air embolism. The minor air embolism led to ischemia and was reported to be insignificant. The physician reported that the air embolism was related to the red72.